Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother also reported that there was a leak from inside of the insulin pump. The customer's mother stated that they had high blood glucose of 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with insulin pump. Troubleshooting was done. The insulin did exit during plunger push. The insulin pump did not alarm no delivery during manual prime. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.